Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the air leak from the manifold kit. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the field service engineer (fse) and confirmed the reported problem. The product was visually checked and it confirmed that there was no physical damage that would have impacted the use of the device. The fse connected the device to the v60 to perform an operational check using an oxygen cylinder and confirmed that there was occasionally a leak occurring from the connector part to the v60. The fse checked the inside of the connector and found a scratch on the metal part that was suspected to be part of the cause of the leak but it was not confirmed. Investigation is ongoing.

Manufacturer narrative:
Initial reporter name and address: (B)(6) hospital.

Manufacturer narrative:
H10:the fse checked the connector and found a scratch but was unable to confirm the cause of the leak. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.